Manufacturer narrative:
The waist pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned waist pack revealed torn seams on the controller pocket, which likely corresponds with the reported "chafed and worn out" pack. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed, but not limited, to wear and/or the handling of the pack. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The waist pack was returned to the manufacturer because it was worn out and the sides were chafed. The waist pack subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.